Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Date of device manufacture unknown as no serial number provided. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the field engineer received medical treatment and was placed on restricted duty on (B)(6) 2020 as a result of servicing the giraffe omnibed.

Manufacturer narrative:
Ge healthcare (gehc) environmental health and safety (ehs) has investigated this issue. Per information received from the gehc ehs director and gehc ehs nurse confirmed that this was a mild back strain event reported by the employee one week after the incident. Employee has completed ergonomic training (directing employees to request assistance for >50lbs of lifting). Employee did return to work with restricted duties. Per gehc clinical staff, this was a minor back strain. Therefore this event was not reportable as a serious injury under 21cfr 803. H3 other text : ge healthcare (gehc) environmental health and safety (ehs) has investigated this issue. Per information received from the gehc ehs director and gehc ehs nurse confirmed that this was a mild back strain event reported by the employee one week after the incident. Employee has completed ergonomic training (directing employees to request assistance for >50lbs of lifting). Employee did return to work with restricted duties. Per gehc clinical staff, this was a minor back strain. Therefore this event was not reportable as a serious injury under 21cfr 803.